Event description:
It was reported that a patient fell and landed on the ipg site. Since the fall, the patient's ipg was experiencing communication issues. The bsc representative met with the patient and could not communicate with the ipg using the clinician programmer (cp). The cp displayed "communication error 0x0100200009 invalid stimulator configuration. Contact customer support." Boston scientific authorized warranty replacement of the patient's ipg due to this error. The patient underwent a surgical revision where the ipg was replaced. The patient is reportedly doing well following the revision surgery. The explanted ipg was discarded by the medical facility and will not be returned for analysis.